Event description:
Per the clinic, the device was explanted on (B)(6) 2026 and reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced intermittencies, loud buzzing noises and no sound. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.